Event description:
The account alleged the right siderail is not latching.

Manufacturer narrative:
The account found the latch pins were dirty. The account cleaned the siderail latch pins to repair the bed.